Manufacturer narrative:
Device evaluation: lens returned dry, in lens case/vial. There was clear surgical residue on product. Visual inspection found no visible damge to the lens. Dimensional inspection found lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: conclusion code: 4316- code not available is not applicable and should be corrected to conclusion code: 4315- cause not established in initial MDR. Result code: 114- operational probem identified is not applicable and should be corrected to result code: 213- no device problem found in previous MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -9.5/2.0/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault. The reporter stated that after explanting the lens the problem resolved, patient is wearing contact lenses as before and is in good condition. At last visit bcva was 20/20. The surgeon does not plan to implant another lens.